Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 24 july 2020 lot 1909300: (B)(4) items manufactured and released on 17-mar-2020. Expiration date: 2025-03-08, no anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported. Other devices involved in the event: ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 lot. 1906462 (k112115). Batch review performed by medacta regulatory affairs department on 24 july 2020 lot 1906462: (B)(4) items manufactured and released on 31-oct-2019. Expiration date: 2024-10-13, no anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 2 similar reported events. Liner: versafitcup dm 01.26.2850mhc double mobility hc liner ø 50/28 lot. 1909377 (k092265). Batch review performed by medacta regulatory affairs department on 24 july 2020: lot 1909377: (B)(4) items manufactured and released on 29-jan-2020. Expiration date: 2025-01-08, no anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported.

Event description:
The patient came in 1 month after the primary surgery for a post-op appointment and it was observed that the patient was experiencing tissue breakdown due to an infection. The surgeon revised the head with sleeve, cup and liner. The pathogen is unknown and the surgery was completed successfully.